Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during expansion process, the balloon was broken. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during expansion process, the balloon was broken. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed, severely tortuous and severely calcified. The balloon was inflated 10 to 11 times at 25 to 30 seconds. The device was simply removed as a whole all together.